Event description:
It was reported that the rubber tip of a manual wheelchair handle was not in place. The user fell and the handle went 3 inches into the user's hand and went to the hospital. No additional information is available.